Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient passed away approximately ten months after the implantable cardioverter defibrillator (ICD) system was implanted. The patient's cause of death was listed as cardiac arrest. Follow up revealed the patient was seen for a device check approximately two weeks prior to their death. At that time, the device was functioning properly and all measurements taken were within normal limits. Attempts to obtain further information regarding the patient's death were unsuccessful.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage and stretching.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.